Event description:
The event is reported as: the internal adaptor does not mate successfully with the flow meter and no oxygen is being delivered. Issue was discovered prior to pt use.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.